Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018, and the device failed suction and cycle specifications. A leak on the sealing surface of the customer's connector was identified during the product evaluation. The device was then re-evaluated on (B)(6) 2018 using a medela kit, and it passed suction and cycle specifications. Refer to attached evaluation. The root cause of the low suction issue with the customer's parts can be attributed to a molding deficiency on the connectors sealing surface. Currently there is an open investigation (B)(4), which identified molding enhancements to correct this deficiency which were put in place in (B)(6) of 2017.

Manufacturer narrative:
The customer was sent a replacement pump and her pump was requested for return. Multiple attempts to contact the customer to get additional information have been unsuccessful to date, but are on-going. Though the complaint information does not reasonably suggest that the medela device caused or contributed to the injury or that the device malfunctioned, medela is filing this report, which is considered a serious injury as it required medical attention (surgery to remove abscess).

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her freestyle breast pump was not expressing her milk and she had surgery due to an abscess which developed. She reported that she had bacteria in the milk that she couldn¿t pull out, which gave her an infection. She could hand express and use a hospital grade pump.